Manufacturer narrative:
One unknown zimmer screw was not returned. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. Per: no pre-existing conditions noted on the complaint. Bone density type is type I. Picture/x-rays: pictures or x-ray images were not provided. Review of appropriate documentation: per the IFU, it is stated that improper techniques, severe bruxism, clenching and overloading, may cause component fracture. DHR review: DHR review could not be completed for the unknown zimmer screw since the lot number was unknown. Complaint history review: complaint history review could not be performed for the unknown zimmer screw since the item/lot numbers were not available. Post market trend review: may post market trending was reviewed and there were no negative trends or corrective actions for the reported event (fracture screw) and devices (unk zimmer screw). Malf/event: based on the available information, device malfunction could not be verified and the reported event was non-verifiable. Sections updated: b4: date of this report. G3: date investigation results were received. G6: type of report and follow up number. H2: follow up type. H3: device evaluated. H6: adverse event problem codes. H10: manufacturer's narrative h3 other text : device is unknown and was not returned.

Event description:
There is no update to the original complaint description provided.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient weight not provided. Brand name is unknown. Catalog and lot number not provided. PMA/510(k) number is unknown. Device manufacturing date is unknown.

Event description:
It was reported that the abutment screw fractured resulting in implant fracture and implant removal. Tooth #4.